Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2017, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #:(B)(6), ubd: 25-may-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 08-aug-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had to charge the implant twice a day now and the issue began about 3 weeks ago when they were adjusted last time at their hcp's office. Agent reviewed charging frequency information and redirected patient to their hcp to address the issue. Additional information was received from the patient. It was reported that the patient said "they said something about replacing leads." It was unknown what steps were/will be taken. The issue was not resolved. Additional information was received, it was reported the therapist stated that two of the leads were burnt out.